Event description:
The customer called to report that she has been experiencing high blood glucose levels for the past three weeks, and believes that the insulin pump is not delivering accurately. The customer stated that her blood glucose levels are usually low. The customer stated that the batteries have not been lasting as long as they used to, either. The customer reported that she has not received a no delivery alarm. Troubleshooting was performed, and the insulin pump passed the prime test, but failed the high pressure test. Reviewed the alarm history, and found failed battery test alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.